Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 07/30/2005, however the correct date is 03/29/2001. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Device evaluation: a field service engineer (fse) visited site and reported that laser misfires therefore, removed and replaced several components of the system. System meets jnj specifications. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during the right-eye treatment, with approximately nine seconds remaining, the system displayed an energy dropouts error. The customer exited the treatment, performed a gas refill, and attempted to set the fluence but was unable to do so. The procedure will be completed at a later date. The patient is ok with no injury. No further information was provided.